Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted. The insulin pump was monitored and no unexpected low battery alert, failed battery test, off no power alarms, or display turning on/off occurred during testing. The motor passed motor test. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had low battery alerts, off no power anomaly, and failed battery tests. It was reported that the pump alarmed for motor error. The customer's blood glucose level was reported to be 34.2mg/dl. It was reported that the customer treated for the lows. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.